Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received a cartridge alarm (cartridge alarm 1). Additionally, the cartridge was leaking. The customer's blood glucose was 164 mg/dl. Reportedly, the customer changed the cartridge and resumed insulin delivery.